Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0vu9l, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va0vu9l, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had high impedances. The hcp ordered an x-ray and found a break in the lead that was implanted in their left vim. The patient had surgery to change the lead and the issue was resolved. It was noted a fall may have led or contributed to the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that a device included in this report (pli 20) may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep indicating there was no device issue or complaint associated with the lead in their right vim. MDR decision for pli 20 corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.